Manufacturer narrative:
Investigation on the device was conducted on site by service technician. All test verifications were performed and the unit met manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The issue is associated with the use of the device in terms of non-conforming to the device's instructions and information provided by the device manufacturer.

Event description:
It was reported that a user of the device, upon reloading a cart while getting ready to load the machine, got a burning sensation coming from under the gloves, removed them and washed her hands. There was no report of a medical evaluation or medical treatment associated with the alleged event.